Manufacturer narrative:
Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the battery and reservoir compartments being cracked. The blood glucose was 250 mg/dl. The device will be returned for the analysis.